Manufacturer narrative:
(B)(4) at this time, the customer has not requested getinge to evaluate the iabp. Attempts are being made to obtain additional information with regard to the repair and status of the iabp unit. A supplemental report will be submitted if this information is provided to us. (B)(6). Device not returned to manufacturer.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was aborting due to the high temp alarm. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h6(investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: b6, b7, g1(contact person), h6(clinical code& problem code). Getinge field service engineer (fse) contacted customer and was instructed that they no longer need service for this piece of equipment. No additional information obtained in regards to the repair and status of unit.

Event description:
N/a